Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported the pump was ¿installed¿ very deep on the right side of the their abdomen. The nurse was having trouble getting the needle into it. Around (B)(6) 2014 they started talking about moving the pump. The nurse and the physician used sonogram to help locate the pump. On (B)(6) 2015 the physician relocated the new pump closer to the skin and more to the left side of the abdomen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.